Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery that was to be put into a pt on the operating table did not work following impedance checks. The leads were switched but the battery still gave abnormal impedances, so the battery was switched out.